Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the customer was requesting for help to know how to download event and error logs. There was no patient involvement.